Event description:
It was reported that during a hand assisted laparoscopic nephrectomy, when transecting tissue, the device would not work. The device was disassembled from the hand piece and reattached. An error code 5 was received. A new like device was used with the same handpiece and it received an error code 5. A third like device was opened and worked fine to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Two device were received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The devices were tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the handpiece and the instrument. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.